Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had the lamp malfunction when the scope is plugged in as it did not turn on automatically. The issue occurred during preparation for use, with no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following: the front panel mouth was cracked, the bottom chassis was rusted, the front panel chassis was rusted, the socket slider was worn-out on the switch causing intermittent use of high intensity mode, there was corrosion inside the scope socket tubing, a non-olympus lamp life meter was reading at 475 hours and the output for light intensity measured out of specifications, there was corrosion inside the air pump tubing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.